Manufacturer narrative:
Correction: device available for evaluation (no). Device evaluated (no), device returned to manufacturer (no), reason for non evaluation (other). (B)(4). Deleted: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Added: no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 with a cartridge during bolus delivery. Customer's blood glucose level was 163 mg/dl. It was indicated that the customer was able to load a cartridge successfully.